Event description:
It was reported that the external pulse generator (epg) spontaneously turned on, resulting in ventricular fibrillation (vf) / ventricular tachycardia (vt) for the patient. The epg was returned to the manufacturer for servicing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed no anomalies. Device passed functional testing. Bench analysis did not reveal any anomalies. Conclusion: the reported event or the functional test failure could not be verified. All tested operations performed within specifications with no anomalies.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the main board was defective. It was also noted that one bail was bent and both bail covers were cracked. (B)(4).